Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvb13, (impl tapered scr-v sbm 3.7mm 3.5mm 13mm) for evaluation. Visual evaluation of the as returned devices identified the implant with signs of use. The mount was modified / damaged, and could not be disengage from the implant. The screw hex inside the mount was damaged. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the tsvb13 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: does not disengage/release & damaged drive feature. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are incorrect techniques used during placement - customer error, excessive torque applied. Therefore, based on the available information, a device malfunction did occur. The reported events were confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
Doctor reported lack of primary stability at tooth site 16. No other implant was placed to complete the procedure. Additional information: the returned implant was not identified as reported. Returned implant identified as (B)(6). The implant was returned with a mount that was modified / damaged and could not be disengaged from the implant. The screw hex inside the mount was damaged as well. It was reported that the implant could not be disengage from the mount. The screw hex inside the mount is damaged.

Event description:
Doctor reported lack of primary stability at tooth site 16. No other implant was placed to complete the procedure. The returned implant was not identified as reported. Returned implant identified as tsvb13. The implant was returned with a mount that was modified / damaged and could not be disengaged from the implant. The screw hex inside the mount was damaged as well.

Manufacturer narrative:
Zimvie complaint number (B)(4).